Event description:
It was reported that, "the surgeon saw discoloration on the package and refused to accept it as sterile."

Manufacturer narrative:
If additional info becomes available then it will be submitted in a supplemental report.